Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. Imagery was not provided for evaluation. Event may have potentially been influenced by patient health factors; however, a definite root cause is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, a patient received an evoque valve in tricuspid position where, on post-operative day (pod) 0, a permanent pacemaker was implanted. After deployment, the valve was perfectly placed in the hinge points, 0-5 mm from the annular plane. On the same day of the procedure, the patient experienced atrioventricular block (avb) grade iii and a temporary pacemaker was implanted; however, no pacing was possible (no capture). A permanent pacemaker was then implanted. At the time of this investigation, the patient was in the intensive care unit (ICU) due to a septic shock.